Manufacturer narrative:
The reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the error message is consistent with an abnormal functionality of the main printed circuit assembly; however, the root cause could not be established. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the generator displayed disk drive error during a bipolar procedure. As a result, the procedure could not be completed. There were no adverse consequences to the patient.